Manufacturer narrative:
Device was evaluated. Inspection of the device found no issue. The reported problem was not able to be duplicated. Full inspection was performed and the device passed all testing. In addition, burned in testing for several hours were performed and no problems were observed. Based on evaluation findings the reported issue is not confirmed. The root cause of the reported failure is unknown as the device passed all testing and no issues or abnormalities were observed. The investigation is ongoing, if additional information becomes available this report will be supplemented accordingly.

Event description:
It was reported that the device found no image. When no camera is connected, the color bars showed and as soon as the camera is connected, no image is showing. There was no patient involvement on this event reported. No user injury reported.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Though the phenomenon was not duplicated during device evaluation, based on the results of the legal manufacturer's investigation, more than 7 years have passed since the subject device was delivered and the lock and the pin of the video connector were worn away due to repeated use over time. The connection was slightly loosened and became unstable, which caused the color bar display. Or it is also likely the user did not properly connect the endoscope, causing the color bar display. It is a specification of the subject device that the endoscopic image is displayed when the endoscope is connected correctly, and a color bar is displayed when it is not connected correctly. Regarding the connection of the endoscope, the following is described in the instruction manual: "connect the video connector all the way into the socket. The improper connection may increase image noise or may cause disappearance of the endoscopic image during operation. When the video connector is disconnected, the color bar is displayed".